Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged the day after implant. This rv lead was explanted and was replaced with a new lead. This lead will be returned back to the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As per the additional information received, the facility will return the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.